Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found out that the right atrial (ra) lead was oversensing noise which led to pacing inhibition. No intervention was performed. The patient was in stable condition.